Manufacturer narrative:
Initial reporter; occupation: unknown. 510k: k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. However, a total of 25 sealed devices from two lot numbers (w4453418 and w4465834) were returned and evaluated. Sealed devices 1-25: our laboratory evaluation of the returned sealed devices did not confirm the report of unable to deploy or open clip from tissue. The samples were function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue. Endoscopic maneuvers were required to aid in deployment for the following devices: 1-4, 6-9, 11, 13-19, 22, and 24. Device # 5, 10, 12, 20, 21, 23, and 25 did not require endoscopic maneuvers to aid in deployment. The device history records for the lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: used device, not returned: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Sealed devices, returned: the 25 sealed devices were tested for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue. Eighteen of the sealed devices required endoscopic maneuvers to aid in deployment but did deploy. These maneuvers are acceptable based on the instructions for use. A corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history records confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), trying to clip an ulcer in the antrum of the stomach, the physician used an instinct plus endoscopic clipping device. It was reported that "the assistant had successfully placed & closed the clip on the site. When the assistant squeezed the handle to deploy/detach, the black paddle did not come out of the stem [difficult to deploy]. Further information was provided that stated the clip was gently opened and closed and advanced down the scope. The clip was opened and successfully closed and placed onto the tissue. When the assistant squeezed the handle to deploy, the clip (black paddle) did not immediately detach/deploy from the clip. The assistant wiggled the handle a bit and the black paddle came away successfully from the clip stem in a few seconds. The case was completed successfully by the placement of the fourth clip. An unintended section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.